Manufacturer narrative:
Batch review performed on 17 january 2019. Lot 152817: (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 years after primary surgery, complaining of pain caused by an aseptic loosening of the tibial tray. The surgeon revised the tibial tray and insert and the surgery was completed successfully.